Manufacturer narrative:
(B)(4). (B)(6). The lot 13j047 was manufactured september 17, 2013 - september 19, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that over-infusion was observed in a small volume folfusor during infusion with 48 ml fluorouracil and 48 ml 0.9% nacl solution. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection and flow rate testing were performed. The flow rate test determined the device was operating within specification. The customer reported condition could not be confirmed. Should additional relevant information become available, a follow-up medwatch will be submitted.